Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was not able to hold their urine and had been trying to change their setting, but it would not increase. Patient was not feeling the pulsing and was leaking and wearing pads and could not make it to the bathroom on time. Patient stated they used to feel the sensation a little and then it would go away. Patient synced to the programmer and increased stimulation from p1 at 3.0v to 3.1v. Patient felt stimulation in the correct area. It was noted that patient walked with a cane very slowly so they would not fall. Additional information was received from the patient. It was reported that the patient was having to pee again and stated it was every 15 to 20 minutes they ended up in the bathroom. The patient also stated that when they tried to go to the bathroom sometimes they could not hold their urine and they just went. Patient noted the device was not working. Patient noted they move d it up, they confirmed they meant they increased stimulation. Patient noted the implant was located on the belt line on the left side. Patient reported they changed to program 2 and increased from 2.9 to 3.1v the day prior. They reported stimulation was painful, but they were still going to the bathroom. It was reviewed the patient may decrease to a comfortable level and try a different program if medically appropriate. Patient decreased stimulation back to 2.9v on program 2 and confirmed the pain went away. Patient then changed to program 3 and increased stimulation to 2.0v and confirmed they felt comfortable stimulation, no pain. It was reviewed to monitor symptoms for a couple of days and follow-up with their healthcare provider if they did not resolve. It was reported that it wasn't working, the patient was having to pee every 15-20 minutes and could not hold their urine. No further complications were reported or anticipated.